Event description:
It was reported that post a coronary stenting treatment procedure thrombosis occurred. A promus element plus stent was implanted. One to two hours later, thrombosis was identified. In the opinion of the physician, the thrombosis could have been caused by a distal edge dissection or anticoagulation. Angioplasty was performed to treat the thrombosis. The patient was prescribed integrilin for 24 hours and has been discharged from the hospital. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).